Manufacturer narrative:
Per good faith effort (gfe) response received 25sep2024, the problem occurred repeatedly, and a setting change screen was entered when the failure occurred; the jumping value did not accept or change therapy without pressing a button, and the touchscreen allowed the user to change, accept, or cancel the value. Additionally, the ventilator output/delivered therapy did not change without any user input. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on this information, the issue no longer meets the reportability criteria and was reported in error.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not responding. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the navigation ring was not responding. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the front bezel and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).